Manufacturer narrative:
Additional information: d10, h3. Device evaluated by MFR: plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Additional information: section a, b5, d10, d11, and h3.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis treatment. The nurse stated that the blood leak occurred within the first minute of treatment. The fresenius, 2008t machine alarmed appropriately with a blood leak alarm. Fresenius bloodlines were used for treatment; however, bloodline information was unknown. Blood leak test strips were used and tested positive for the presence of blood. There was blood at the head of the dialyzer, no blood was outside of the dialyzer. The patient¿s estimated blood loss was 200cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis treatment. Additional information was requested, however to date not provided.